Event description:
During the index procedure the physician used two endeavor sprint drug eluting stents ; one to treat the lad and one in the 1st diagonal. Approximately one month post the index procedure the patient suffered a hemorrhage of the digestive tract. The investigator indicated that the event was not related to the study device or procedure. Aspirin was stopped and the patient recovered. Patient was also taking clopidogrel. Approximately 6 months post the index procedure the patient suffered a peptic ulcer, bleeding and anaemia. Aspirin was stopped and the patient recovered. The investigator indicated that the event was not related to the study device or procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.